Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was resetting during baseline testing. The failure was isolated to bent pins on the monitor¿s receptacle. The root cause for the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.